Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Patient weight is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
An error message displaying ¿replace generator¿ was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: this is an estimated date. Patient weight: further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving a ¿replace generator¿ message. A manufacturer representative met with the patient and confirmed this message and the patients lack of therapy. As a result, surgical intervention may be pending to address the issue.